Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system (70829u182) referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report.

Event description:
This is filed to report the chordal damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flailed chord at a1/p1. The first clip delivery system (cds 70829u182) was advanced to the mitral valve. Grasping was noted to be difficult; however, a good grasp was achieved with mr reduction to 1+. After clip deployment, the mr increased to 3-4 and it was observed that a piece of the a1 leaflet was flipping up in the left atrium. It was inconclusive if the anterior leaflet was torn or if there was a poor grasp; however, because the clip was stable, it was believed that there was tissue damage. The second cds (70829u192) was advanced and grasping was attempted in multiple locations, but the mr could not be reduced. The cds was removed and the second clip was not implanted. After removal, there appeared to be a piece of chordae in the clip arms and some mr was observed at a2/p2. It was believed that this may have been caused by the clip arms. Additionally, it was noted that imaging was challenging during the procedure. The patient was confirmed to be stable post procedure, and was treated medically. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and appears to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.